Event description:
Reference number (B)(4). Event occurred in sweden. It was reported that the patient experienced an infusion set bent cannula event on (B)(6) 2026. The event occurred three or more hours after insertion, with the infusion site located in the abdomen. The patient's blood glucose level reached 31 mmol/l, and the patient was treated with a correction bolus via pump. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.